Event description:
A report was received that the patient's ipg was experiencing symptoms of difficulty charging and increased temperature of the ipg while charging as well. The patient underwent an explant procedure of the ipg. The patient was re-implanted with a new ipg.

Manufacturer narrative:
The returned ipg passed electrical, performance, photographic, and visual inspection tests. The complaint of difficulty charging was not confirmed. The charge profile revealed erratic coupling/poor alignment of the charger to the ipg. The charging current is considered low. The specific reason for the low charging current is unknown, but this condition can occur if the ipg is flipped, tilted or deep inside the pocket. The complaint of pocket heating was not confirmed. The ipg temperature was measured and was within the expected temperature range. The device exhibits normal device characteristics.

Event description:
A report was received that the patient's ipg was experiencing symptoms of difficulty charging and increased temperature of the ipg while charging as well. The patient underwent an explant procedure of the ipg. The patient was re-implanted with a new ipg.